Manufacturer narrative:
The initial MDR 2517506-2017-00724 was filed on september 26, 2017. (09/26/2017): additional information regarding operator testing was added.

Event description:
The operator had blood work done to establish a baseline test for possible (B)(6) or (B)(6) infections, with first follow-up in 90 days and then in one year. Currently the operator test results are (B)(6).

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the instrument for potential hazards to any personnel. While cleaning the aliquot drop chute, the cse found four zip ties facing down, from which a person could potentially get scratch or cut. The cse trimmed the zip ties, and reversed the cut edge of the zip tie to face upwards. The cse explained the potential hazard to the laboratory supervisor and discussed the action taking by service to prevent reoccurrence. A siemens headquarters support center (hsc) specialist reviewed the cleaning procedures and routine maintenance that is part of the operator guide as well as troubleshooting of the instrument, which indicated that the area where the operator was cleaning is free of sharp objects. Hsc reviewed the design for this event and found no issue. The cause the operator's hand got injured while cleaning the aliquot drop chute is human factor issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
An operator was cleaning the aliquot waste chute of a dimension vista 1500 instrument when his hand was cut on the chute leading to waste container a. The customer confirmed that personal protective equipment (ppe) was worn but the cut went through the gloves. The operator underwent decontamination testing to ensure there was no exposure to hazardous materials. The injury was cleaned and bandaged and no other treatment was required. There was delay in patient sample testing while the operator was being replaced. There are no known reports of adverse health consequences due to the operator injury while cleaning the dimension vista 1500 instrument.